Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. The procedure was completed with a side biter clamp. No other pt complications were reported.